Event description:
A customer observed quality control results outside of acceptable limits for vitros tsh, ft4, bhcg, fsh, and lh assays on a vitros eci analyzer in 2008. The customer states qc was acceptable a day prior. The customer reported reagent metering condition codes had been occurring over several days prior to event day. These codes indicating that the vitros eciq analyzer's reagent metering subsystem was not performing optimally. Under these conditions, if the pump is not repaired, an erroneous result could be obtained which may lead to inappropriate physician action. Field service was dispatched to the site to investigate. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event by an oc field engineer who was sent to the site determined that the reagent metering pump was leaking and the probe wash shower valve was malfunctioning. The ocd field engineer replaced the probe wash shower valve and repaired the reagent pump returning the instrument to expected operation. The case of this event was instrument related.